Manufacturer narrative:
A steris service technician arrived on site to inspect the monitor carrier and was able to determine that the plastic cover was not fully attached to the underside of the monitor spring arm. The technician snapped the cover pieces together and verified they were secure. Additionally, the technician examined all cover pieces within the room to ensure they were also secure. After making appropriate adjustments and testing all equipment within the room, the technician confirmed the units to be operating according to specification. The technician was re-trained on proper installation activities for the harmonyair monitor carrier with specific focus on proper cover installation. No additional issues have been reported.

Event description:
The user facility reported that the plastic cover to their harmonyair monitor carrier fell off during use. No report of procedure delays/cancellations. No report of injury.

Manufacturer narrative:
UDI related data quality updates only: alignment with gudid. The serial number listed in MDR 1043572-2023-00144 was incorrect by one digit. The serial number was corrected in MDR 1043572-2023-00144-01.